Event description:
It was reported by dealer that the right rear wheel has been giving the end user a hard time. Sticks badly and make the 6891 shower chair difficult to move. She states, the end user purchased dupont lubricant as recommended in the owners manual, and that only helps for one use. She states the left is sticking now too and was asking for recommendations.